Event description:
The customer states the system intermittently has no fluoro. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired and replaced the mini cpu. After several boot ups and fluoros. The system functions as intended.